Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 547 mg/dl. The customer does not want to troubleshoot for the high blood glucose but wants her sensor replaced. Customer was advised that she will get a replacement sensor.